Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The pressure regulator was unable to be calibrated. The fse reseated the safety disk on the pim module after observing that it was not seated properly. The fse performed regulator calibrations. The fse performed a full pm per manufacturer specifications. The unit passed all tests and calibrations. The iabp was then ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by customer biomed, the cardiosave intra-aortic balloon pump (iabp) pressure is low and unable to calibrate. There was no patient involvement.